Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflator had the display occasionally flickering and there was no air feeding. The issue was found during set up / inspection for use (during set up in room / before patient in room)